Manufacturer narrative:
The insulin pump did not alarm with button error during testing; all buttons functioned properly. However, the unit had moisture on the keypad traces. The following cosmetic damage was also noted: cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and a stained end cap sticker. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 259 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.